Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Part number: 02.211.0xx (xx=length of screw unknown). Original implant date was in (B)(6) 2016, exact date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported to the from a surgeon to a synthes rep. On (B)(6) 2017, that while she was in theatre with her attending, a 1st mtp fusion procedure using the va foot system, that she has a patient who had a depuy synthes mtp fusion plate implanted approximately 12 months ago for a 1st mtp fusion. The joint has failed to unite, at least one screw has broken and the patient was booked for revision surgery. Patient has no other comorbidities that surgeon could recall. Original implant date was in (B)(6) 2016, exact date unknown. Revision surgery was performed on (B)(6) 2017. Broken implants were removed and a new va-lcp mtp fusion plate and 2.7 va locking screws implanted. Surgery went as planned. Two broken screw shafts remained in patients 1st metatarsal, heads of screws remain locked into plate holes, and the surgeon was not concerned by this. No further comments from the surgeon in regards to the non-union. All available information has been provided and no further information is forthcoming. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. An x-ray review, device inspection and drawing review were performed as part of this investigation. Two screws were received with roughly transverse breaks at the base of the threaded head. Due to the break the threaded head cannot be removed from the plate. The distal threads were not received. The screw recess on each screw head also shows deformation in the form of indents and bending. Dimensional inspection of the relevant features could not be performed due to the damaged condition. An internal review of the provided x-ray images was also performed. It was confirmed that the fracture line and at least one broken screw could be observed in the x-ray images. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screws are already broken. Due to the damaged condition, a definitive part number for the broken screws could not be determined. Relevant drawings were reviewed for 2.7mm variable angle locking screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The parts were determined to be suitable for their intended use when employed as recommended. A definitive root cause could not be determined as the loading parameters over the implant duration (approximately 1 year) are unknown. It was reported that the joint had failed to unite. Various factors impact the forces encountered by the implants such as, but not limited to, reduction, bone healing, surgical technique, and patient factors (compliance, activity level, and comorbidities). However, these factors are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts reported: va foot set, part# unknown, lot# unknown, quantity 1.